Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that the waste valve was malfunctioning which caused the cap piercer to leak onto the top of the sample caps. The fse replaced the waste valve which resolved the issue. The bec internal identifier for this report is (B)(4).

Event description:
The customer reported to beckman coulter (bec) that there was liquid which had leaked on the top of the sample caps of the unicel dxc 600i synchron access clinical system. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.